Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a massive stroke on christmas day about a year ago and after the stroke, the patient lost feeling and movement in their right side. Because of the loss of movement the patient could not charge the ins and the patient allowed the ins and controller to deplete. Recently, the patient entered physical therapy and the physical therapist wanted the patient to attempt to get the ins charged again. The patient representative's daughter tried to get the ins charged a few days ago but received no device found on the controller. Then the patient representative attempted to charge the ins gain today but received no device found on the controller. During the call, the patient representative entered passive recharge mode, 96,97,97. After several minutes, the batteries screen displayed and the controller charge was at 100% and the ins charge was low and under the ins battery on the screen was the word recharge. The patient unplugged and plugged the recharger antenna back into the controller and by the end of the call the patient's controller was charging the ins at recharging excellent. The troubleshooting steps that were taken on the call resolved the issue.